Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the patient's right ventricular lead impedance was high and out of range. The physician elected to implant a different lead. The patient was stable throughout.